Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and five months post filter deployment, the patient presented with abdominal pain. Subsequently computerized tomography (CT) revealed that inferior vena cava filter was in place and mild limb migrated beyond the wall. Therefore, the investigation is confirmed for the perforation of the ivc. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately two years and five months post filter deployment, a computed tomography (CT) scan revealed that the filter strut perforated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.